Manufacturer narrative:
The enclosure power conversion was returned to the manufacturer for analysis. Analysis found that the enclosure power conversion failed a bench test and transistor q30 was shorted. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the power conversion board did not produce voltage on j2. The power enclosure was replaced. The imaging system then passed the system checkout and was found to be fully functional. The power conversion enclosure has been returned to the manufacturer and is currently under analysis.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that after powering on the system, the generator would not power up. After troubleshooting, the site found the pin from j2 measured 0 volts from the power enclosure. There was no patient present at the time this issue was discovered.